Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: a cannulated femoral nail (cfn) broke at the level of screw hole proximally post-operatively. A revision proximal femoral nail anti-rotation took place. This is report 2 of 2 for file (B)(4). This report is for the unknown end cap.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the light green anodized cfn is made of the titanium alloy ti6al7nb. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the cfn is in compliance with the international standards iso 5832- 11 and astm f1295 for implants made of ti6al7nb. The dimensions of the investigated cfn(as far as measurable) were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The outside diameter of the nail is 11.91 mm, the cannulation hole diameter is 5.45 mm and the diameter of the second proximal hole is 5.15 mm. The cfn was implanted because of a femur fracture. The date of implantation and breakage of the nail is unknown. According to the received patient record, the revision surgery to remove the broken implant was performed on the (B)(6) 2013. There was no report with respect to the aftercare of the patient. Based on the topography of the fracture surface, we can conclude that the implant was subjected to dynamic bending and axial loads. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the nail. The cfn could not resist the applied force which finally led to the material overload /fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Placeholder.